Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes it doesn't fill in correctly. The following information was provided by the initial reporter. The customer stated: "insufficient filling problem. The tubes doesn't filling correctly, the blood doesn't arrive to the fill indicator.¿

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes it doesn't fill in correctly. The following information was provided by the initial reporter. The customer stated: "insufficient filling problem. The tubes doesn't filling correctly, the blood doesn't arrive to the fill indicator..¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 06-jun-2022. H6: investigation summary: bd did receive 100 samples from the customer in support of this complaint. 20 returned along with 20 retained samples from the bd inventory were draw functionally tested and the indicated failure mode of underfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.